Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to surgical technique; however, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent an acl reconstruction on (B)(6) 2015. During the procedure, a wire guide sheared off into the patient's joint space. It is unknown if pieces were retained by the patient. Additionally, a composite screw sheared off into the tibia. The distal portion of the screw was retained by the patient. Another screw was used to complete the procedure. A delay of approximately 30 minutes resulted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.